Event description:
Clinic notes dated (B)(6) 2013, indicate the patient had 3 seizures in the past two weeks. The vns settings were changed. Clinic notes dated (B)(6) 2013, indicate the patient had no seizures and the frequency was controlled. Diagnostic results show that the intensified follow-up indicator (ifi warning flag) was seen, indicating the vns battery should be closely monitored as it is approaching end of life. A referral letter dated (B)(6) 2013 for a prophylactic vns replacement indicates the patient has been having an increase in seizures, so the physician is referring him for a prophylactic replacement. Attempts have been made for additional information; however, they were unsuccessful. No other information has been received.

Manufacturer narrative:
.

Event description:
The vns device was replaced prophylactically on (B)(4) 2014. The vns device will not be returned, per the explanting facility.